Event description:
Account states they have had three incidents in which the canister has imploded, spraying fat all over the operating room and ruining the sterile field and scaring the staff and pts. Doctor feels the lids are too thin. They are using the product for liposuction procedures and are wanting an answer immediately or doctor will stop using product.